Event description:
It was reported to philips that the system gave an alert indicating the image storage space was low, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the reported event. The customer was performing a planned, non-emergency treatment, which was completed as planned. There was no system error, only a low free space warning. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating that the image storage space was low, preventing imaging. Upon troubleshooting, the fse observed that the system indicated low free space and that there was a read error in the hard disk's smart data. The fse determined that the cause of the issue was a defective hard disk. To resolve the issue, the fse replaced the hard disks and recreated the image store. After the hard disk replacement and image store recreation, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, the procedure was not affected, and the customer was able to complete the procedure as planned, there was no system error, only a low free space warning, which is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.